Event description:
Lap chole - "hesitation, clips scissored, misfired."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the unit was inspected, the unit was detached and several components were missing. The root cause could not be determined since the unit is missing several components. The customer's experience of hesitation may have been the result of friction during actuation. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, applied medical has retrained production to prevent future occurrence of jaw misalignment. This document represents our final report.